Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 37 and 48 hours. When changing pod at night, she noticed that the adhesive had loosened from the infusion site (abdomen). She experienced vomiting and nausea. Her husband called an ambulance, and she was taken to the hospital. As treatment, she was given 6 units of novorapid and was discharged the following morning. Upon returning home, she applied a new pod, and her blood sugar levels returned to normal. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.